Event description:
It was reported that stent moved on balloon. A 10.0x60x135 cm express ld vascular stent was selected for use to treat the lesion. However, after priming, it was observed that the stent was displaced from the balloon. The procedure was completed with another of the same device. The device was not used to the patient. There were no patient complications reported. The patient was stable.